Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had leakage from the rubber. Upon inspection of the customer¿s returned device it was observed, the coating of the connecting tube was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was observed, the coating of the connecting tube was peeling, water tightness was lost due to a cut on the bending section cover, the distal end had scratch, the adhesive on the bending section cover was discolored, the distal end was deformed, the plug unit was damaged, due to wear of angle wire, bending angle in up/down direction did not meet the standard value, due to damage on charged coupled device (ccd) unit, foggy image occurred, due to damage on ccd unit, the image was not displayed, there was no electrical continuity due to damage on the distal end, the connecting tube had scratches and leakage was noted from the bending section cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the peeling of the coating on the insertion section of the device. A review of the device history record found no deviations that could have caused or contributed to this device problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was subjected to physical and chemical stresses. With respect to the physical stresses, it is probable that the following occurred: the insertion section interfered with and was rubbed against the mouthpiece. The device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. With respect to the chemical stresses, it is probable that the following occurred: non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. The device was not reprocessed in accordance with recommended method by olympus. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube . Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred on (B)(6), 2022, during reprocessing. No procedure or patient was involved in the event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.